Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the smart touch bidirectional sf. Generator testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no impedance issues were detected during the analysis. Force sensor testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. However, the hole at the pebax with reddish material inside it could be related with the force issue. A manufacturing record evaluation was performed for the finished device 30584368l number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. No high impedance issues related with the reported even were found; it should be noted that for product high impedance failure, the instructions for use contain the following information that should be considered: in the event of a generator cutoff (impedance or temperature): the catheter must be withdrawn, and the tip electrode inspected before rf current is reapplied. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the force reading accuracy error intermittently appeared during ablation, and the contact force reading was displayed with dashed lines. High impedance messages appeared as well despite the impedance reading being normal. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. No patient consequences were reported. The force issue is not MDR-reportable. The high impedance is not MDR-reportable. The hole in the pebax is MDR-reportable.